Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the outpatient clinic at 11:00 on (B)(6) 2020 due to menopause 38+5 weeks. Pregnancy due to a history of cesarean section, the patient underwent a second lower uterine cesarean section on (B)(6) 2020. The skin was sutured with synthetic absorbable surgical sutures during the operation, and the mother was treated with cefoxitin sodium to prevent infection after surgery day. On the 5th day after operation, the abdominal incision reached, nail healed, and the patient was cured and discharged. On (B)(6), the patient returned to the hospital for re-examination due to secretions from the abdominal incision and was hospitalized by 5 days. The abdominal incision showed undegradable absorbable surgical sutures protruding from the skin surface, and a little yellowish secretion was visible around it. After routine disinfection, the undegraded absorbable suture was removed. The patient was returned by telephone on (B)(6). There was no exudate from the abdominal incision and the wound healed well.